Event description:
The report received from the affiliate indicated that while preparing for an interventional endovascular procedure for carotid stent placement, the physician was not able to flush the stent delivery system (sds) of the precise 9 x 30 mm stent with saline solution. When the physician checked the distal tip of the sds, it was noted that the inner shaft tip was covered by the distal outer sheath. Another precise stent -a 9 x 30 mm- was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used in the patient. The above described product issue was captured as a not reportable complaint. Analysis of the returned product indicated the catheter tip of the sds was frayed/split/torn.

Manufacturer narrative:
The product is available for evaluation and testing. The complaint received states that during an interventional procedure, a precise stent on sds (stent delivery system) had flushing difficulty, was obstructed and the distal tip was frayed/split/torn. The precise stent on sds (stent delivery system) could not be flushed and the inner shaft tip was covered by the distal outer sheath. The complaint product was not clinically used. Therefore, another product (p09040xc, lot unk) was used and the procedure was completed successfully. There was no report of injury for the patient. A non sterile 9x30mm precise otw was received coiled inside a plastic bag. The stent was fully contained within the outer sheath. The catheter tip was over-cannulated. A longitudinal split was observed in the middle section of the brite tip. The hemostasis valve was received closed. No other anomalies were observed. The precise was successfully flushed via wire lumen. A 0.014" guidewire was inserted via luer hub until it exits through the catheter tip without resistance. Flushing through the y-connector (hemostasis valve) was not possible at this point. The stent was successfully deployed per the IFU. Afterward, the inner shaft was re-sheathed and the unit could be successfully flushed via y-connector. A sem analysis was performed on the surface of the tip in order to identify the cause of tip split. The split had propagated entirely through the wall thickness of the tip. The fracture surfaces exhibit edges that are uneven and present patterns of ripping on both edges of the failure. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported flushing difficulty and catheter tip over-cannulation condition were confirmed. The flushing difficulty was caused by the blockage of the flushing lumen due to the fact that the catheter tip was over-sheathed within the distal outer sheath; the catheter tip split also appears to be related to this condition. The exact cause of the catheter tip over-cannulation could not be determined. Inspections are in place to prevent this condition from leaving the facility, (B)(4). Action taken: no corrective action will be taken at this time, given that there were no indications that the reported issues could be related to the manufacturing process. The complaints were confirmed on analysis; however, the exact cause for the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information does not suggest what other factors may have contributed to the confirmed events. Please note that this is the initial/final report for this product.